Event description:
The customer received questionable results for triglycerides gpo-pap (trig) on approximately 200 samples on (B)(6) 2014. The customer provided data for five samples, and of those five samples, it was determined that two samples had erroneous results that had been reported outside of the laboratory. The customer repeated the samples on (B)(6) 2014. All results are in mg/dl. Patient 1 had an initial trig result of 329, which was reported outside of the laboratory. The repeat result was 174 and was deemed to be correct. It was not known if there was an adverse event. Patient 2 had an initial trig result of 255, which was reported outside of the laboratory. The repeat result was 173 and was deemed to be correct. It was not known if there was an adverse event. The lot number of the trig reagent in use was 69054601, with an expiration date of 10/31/2014. The field service representative found a partially clotted sample probe. He replaced the sample probes and checked all system functions. The customer performed calibration and qc. A precision check was successful.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. Additional information for investigation was requested but was not provided by the customer.